Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pt graphic, allstar. Stent: rx acculink. Other: bivalirudin. Product performance engineering reviewed the incident information; however, it is not possible to perform a thorough analysis as the device was not returned for analysis. Potential causes for difficulty advancing the retrieval catheter (rc) to the filtration element (fe) include, but are not limited to, vessel tortuousity, vessel calcification, physician technique, interaction between devices, and manufacturing error. As the device was not returned, no assessment can be made on the dimensions of the rc. All rcs are inspected on line for guide wire movement and outer dimensions. It was noted that the rc could not advance past an acute bend. Likely the operational context of the tortuousity presented by this bend was the cause for the difficulty advancing the catheter. The advancement of the sheath was a treatment for the inability to advance the rc. The reported clinical delay appears to be related to the inability to advance the rc. A review of the lot history record showed no related non-conforming material records. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. There is no indication of a lot specific quality deficiency. This type of reported issue will continue to be monitored. The rx acculink carotid stent system (part 1011343-30/lot# 1022261) is being reported under a separate medwatch report number.

Event description:
It was reported that during the procedure in the right internal carotid artery, the emboshield nav6 filter was deployed successfully beyond the lesion. An rx acculink stent was deployed; however, due to a 90 degree bend in the vessel, the stent was implanted slightly beyond the lesion and was not fully apposed to the vessel wall. Post dilatation was performed and the nav6 retrieval catheter was advanced. Due to the bend in the vessel, the retrieval catheter could not advance. Attempts were made to rotate the patient's head and massage the artery but the retrieval catheter could not advance to the filter. The retrieval catheter was withdrawn from the anatomy. The sheath was advanced through the stent and was able to capture the filter and pull it down into the aortic arch, where it was successfully removed from the anatomy using the sheath. Direct stenting was performed using a second rx acculink stent at the proximal segment of the lesion, successfully covering the lesion and straightening out the bend. Post dilatation was not performed. Residual stenosis was 30%. Although there was a significant clinical delay in the procedure, the patient experienced no neurological effects and is reported as doing fine. Though requested, no additional information was provided.